Event description:
It was reported that there was difficulty in draining sterilized water from the foley catheter during pre-test.

Manufacturer narrative:
The complete initial reporter's facility name that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Four photos were received for evaluation of the silicone foley catheter with syringe. The photos showed that the balloon was inflated. However, unable to confirm reported event based on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjz2837. Visual inspection noted the catheter balloon was asymmetrical. Catheter was filled with 10 ml of methylene blue solution (3 drops 1 percent methylene blue per 100 ml distilled water) using the returned syringe. Catheter was able to inflate and rest without issues. The balloon was able to passively deflate within one minute without issue. The reported event was unconfirmed. Risk review is not required as the reported event was unconfirmed. Labelling revied is not required as the reported event was unconfirmed. DHR is not required as the reported event was unconfirmed. No additional actions can be taken at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was difficulty in draining sterilized water from the foley catheter during pre test. Per notification from investigator on 16feb2026, it was reported that asymmetrical balloon was found with 75 25 concentricity and after deflation mushrooming present during sample evaluation on 24dec2025.